Event description:
Reporter noted an unplanned vitrectomy was required after phaco. Surgeon felt the suction was poor. Tubing filled with air; swapped machine to continue case. Prognosis reported as pending.